Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. No failures were detected with the device. The fsr performed the operational verification procedure (ovp) and the unit passed all testing. The unit is operational and meets manufacturer specifications. Based on the customer's reported information, the reported alarm condition of high pressure was a valid alarm condition and the device operated as intended.

Event description:
The customer reported that the patient died while on the ventilator. The ventilator alarmed high pressure and the users were unable to ventilate the patient. The patient had a chronic lung disease and an x-ray showed flat diaphragms. The patient was given nebulized treatments, but this did not help. The patient was taken off the ventilator and manually ventilated. The users were doing advanced cardiac life support and the patient¿s lungs were very stiff or overextended. The following settings were used on the ventilator: prvc 16, vt 600ml, peep 5 cmh2o, fio2 40%, and it 0.8. The customer reported that the ventilator was not the cause of the patient's death.